Manufacturer narrative:
Attempts are being made to obtain additional information regarding how this issue was noticed. Device not yet received.

Event description:
It was reported that the forward button was sticking which has the potential to cause run-on. Though requested, no information was available regarding patient involvement, medical intervention, delay or adverse consequences.

Manufacturer narrative:
The reported event was confirmed through the evaluation service process but no run-on was found.

Event description:
It was reported that the forward button was sticking which has the potential to cause run-on. Though requested, no information was available regarding patient involvement, medical intervention, delay or adverse consequences.